Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's display. Unit was tested to factory specifications.

Event description:
Customer reported the panorama central station's display had no video output, which may have affected telemetry monitoring. No patient injury reported.